Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultra mini meter had a cracked display and black marks after the meter was run over by a car. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 the patient accidentally ran over the reported meter with her car, and afterwards noted the display had black marks and cracks. The patient took no actions due to the meter issue. At an unknown time afterwards, the patient experienced the symptoms of sweating and shaking; she did not seek any medical attention or treatment. The meter, test strips and control solution were replaced. There was misuse of the product by damaging it with an automobile. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter display issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.